Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance, high threshold and low sensing were observed. Several rv oversensing episodes were also noted. Patient will continue to be monitored.